Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp therapy due to atrial tachycardia with rvr. The device was reprogrammed and remains implanted.